Event description:
The customer observed falsely elevated ipth results for two patients on the architect i1000sr analyzer. The following data was provided: sample b) initial (on architect) 68.9, repeated on another method (roche) 43.2 (59% shift); sample c) initial (on architect) 79.0, repeated on another method (roche) 46.1 (71% shift). There was no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 01313g000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01313g000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). High test results patient; no known impact or consequence to patient. Note: this report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process.